Manufacturer narrative:
(B)(4)

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 along with concurrent rectocele repair, vaginal extraperitoneal colpopexy due to rectocele, cystocele, vaginal prolapse, sui. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, organ perforation, fistulae, bleeding, dyspareunia, neuromuscular problems and other-( incontinence, interstitial cystitis since surgery) it was reported that patient underwent release of pubovaginal sling and revision on (B)(6) 2006 due to voiding dysfunction. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 due to voiding dysfunction. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent revision of pubovaginal sling tension-free vaginal tape (obturator approach) on (B)(6) 2006 due to voiding dysfunction. No additional information was provided. (B)(4).